Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to possible low blood glucose on (B)(6) 2019 with blood glucose of 330 mg/dl at the time of the incident. The customer was at 260 mg/dl at the time of the second call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer received a message that there was a fill tubing performed and 17.6 units were delivered. The customer states the pump over delivered as they were asleep and did not program any fill tubing process. Troubleshooting was not completed but the pump passed some testing. The insulin pump will not be returned for analysis.